Event description:
Daughter of patient reported that within a year of primary right knee surgery, (B)(6) 2019, her mother experienced implant "failure" and within two years required a revision, (B)(6), 2021. Patient experienced a femur fracture during the revision which required a "rod" to be placed. Patient currently experiences right knee stiffness and swelling. Patient did experience pain at/around her third post op visit which she reported to her surgeon at the time. Patient confirmed that she was actively doing physical therapy at the time of the onset of pain. Update 11/14/2023: per medical review addendum, the surgeon found malrotation of both femur and tibia contributing to the patient's symptoms, as well as most likely loosening of the femoral component based upon ease of removal. Update: 11/27/2023: per med review, the surgeon states there was notice of part of the cement mantle being broken off at approximately 3 months after the surgery.